Event description:
It was reported that a patient presented with their left ventricular (lv) lead dislodged. The physician elected to explant and replace the lv lead. The patient condition was stable after the procedure.